Event description:
Emergency medical technicians attended to a person diagnosed in cardiac arrest. Each time the operator attempted to perform an automated electrocardiogram analysis, the device allegedly failed to analyze the rhythm and displayed the "attach defib cable" message. Paramedics arrived on scene and took over treatment of the pt. The pt was not resuscitated. The reporter did not know if the alleged malfunction may have caused or contributed to the pt's death.